Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. Blood glucose level at the time of incident was 33.3 mmol/l. Customer's current blood glucose level was 25.7 mmol/l. Customer was also given a bolus with a manual bolus with syringe. Auto mode feature was not active at the time of incident. The customer was also taken to the emergency room. The insulin pump will not be returned for analysis.